Event description:
During aneurysm treatment procedure, the guidewire provided with the occlusion balloon catheter broke off inside the ballon catheter. No complications were reported to have occurred with the pt as the results of this event.